Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. No further troubleshooting was performed. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.